Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "upon entering the patients room to reset IV pump which was infusing insulin, rn noted bottom of pump slightly wet. Noted IV tubing leaking through small hole. Replaced with new infusion bag and tubing. No change in patients status."